Manufacturer narrative:
(B)(4). Date sent: 1/11/2022 photo analysis: as per medical safety officer: device erosion is a known complication of linx implantation. The photograph of the explanted device shows what appears to an intact 17 bead clasp device with no evidence of discontinuity or damage. The mechanism/cause of failure cannot be determined from the provided images. Device physical analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, cautery marks were found on the links and beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 26217, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Additional information was requested, and the following was obtained: dr. (B)(6) - pc additional info. Original linx surgery on (B)(6) 2020. Pt initials- (B)(6). 69 yo lxmc- 17, size 17 bead device. Lot # 26217. Erosion found . If the device has been removed, what was the date of explant? (B)(6) 2021. If the device is scheduled to be removed, what is the date?na. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Occasional gerd symptoms but nothing to cause alarm. Dr found simply bc he sent pt for scope during routine 1 year fu. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Nothing after surgery to before the gi and surgeons discovering the erosion. Please describe and include the dates of the procedures. Not aware of any dates, spoke with dr. (B)(6) on nov 10th, planning to have the gi remove the device, dr. (B)(6) partner dr. (B)(6) is familiar with linx. Spoke with dr. (B)(6) on nov 11th. Are pictures or videos available? I will see if available. I have a case with dr. (B)(6) on december 2nd and will try to get all I can. How many beads eroded? I was told by both dr. (B)(6) and handler that ½ to 2/3 of the beads (17 bead device) had eroded into the esophagus. Where were the eroded beads positioned? At the ge junction where they were implanted and should be. I believe the erosion occurred at the les or near it. Which best describes the device removal approach? Dr. (B)(6) was planning to remove the visible beads and the entire device endoscopically at the same time if he was able. When I spoke with him on nov 11, he had not determined a date for removal. He planned to use the soehendra set up. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. -dr. (B)(6) was able to remove the entire device endoscopically in one piece. Was the patient stented? Don¿t believe so - no one mentioned stenting so I assume no. What is the current condition of the patient? Awaiting follow up on if dr. (B)(6) will perform the explant or if he will be referring out. I will get answers this week. No update on the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are pictures or videos available? D6a.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2021. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that patient had linx procedure done about a year ago and the device eroded. No additional information was provided.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: implant on (B)(6) 2020. Lxmc17 is product code. Lot 26217. Patient (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if the device has been removed, what was the date of explant? If the device is scheduled to be removed, what is the date? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient?